Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported that for about the past 1-1.5 weeks patient is unable to charge with excellent recharge quality and is only able to charge with good quality. Caller stated that it takes patient 1-1.5 hours to charge their implant with excellent quality and it takes about 3 hours to charge with good quality. Caller confirmed that patient did recently fall but it was after they began having issues with recharge quality. Caller confirmed that the implant seems to be superficial to the surface of the body and that they are able to feel the implant. Caller also commented that patient has to charge their implant about every other day and the implant seems to be depleting at the same rate that it always has. Agent instructed caller to reset the wireless recharger (wr) and charge patient implant on the call, caller confirmed good quality. Agent then instructed caller to lightly press the wireless recharger into the implant site to see if the recharge quality improved and caller confirmed that it immediately changed from good to excellent. Caller confirmed that patient does use the belt to charge but if they tighten the belt anymore the patient would be uncomfortable. Agent sent a request to repair to replace the recharger. Agent recommended that patient follow up with their hcp if the replacement wireless recharger doesn't resolve the issue. Caller also mentioned that after patient fell a few days ago, there didn't seem to be any signs of trauma to patient's body.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.